Event description:
Information was received indicating that a smiths medical cadd legacy plus pump failed occlusion. The issue was found during testing and there was no patient involvement.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Manufacturer narrative:
Other, other text: customer reported that device had failed occlusion. Labels were intact, the condition of the device was fair. The device was tested 3 times and all 3 test passed within our internal specification, however, the downstream sensor will be replaced as a preventive measure. Unable to determine what cause the problem. Replaced downstream sensor as preventive measure.

Event description:
It was reported that device had failed occlusion, this happened while testing. No patient injury was involved.